Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-mar-2023. H6: investigation summary: bd received an opened 22 gauge insyte autoguard unit from lot 2216598 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Out quality engineer visually inspected the returned unit and observed no pieces of foreign matter (fm) present on the device or its components. However, a clear piece of fm was also returned separately between two microscope slides. The fm was inspected and found to be hard and no flexible. The components were microscopically inspected to verify that the fm was not a broken off piece of one of the components but no damage was found on the returned components. Additionally, nine photos were provided for investigation. The photos are representative of what was returned and did not provide any additional evidence that wasn¿t already covered by the physical sample evaluation. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. However, given that the unit was opened, retracted, and the needle cover was missing it was not possible to determine where the fm originated from or determine an exact root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga experienced foreign matter contaminated. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that a plastic piece-like fm was found inside the needle cover of iagbc.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga experienced foreign matter contaminated. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that a plastic piece-like fm was found inside the needle cover of iagbc.